Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Reason for reoperation: gel bleed and silicone migration.

Event description:
Patient representative reported that from ¿ the opinion of [their] medical adviser, the client suffers from the asia syndrome induced by silicone leakage from these prostheses, which has led to chronic widespread pain with severe dystonia.¿ and ¿the client suffered from persistent, physically inexplicable symptoms, including a loss of voice (aphonia), stomach problems, aching muscles and joints. Eventually, the client developed severe leg pain. After leaking, silicone material permeates the body, regardless of whether the prosthesis has been removed. In 2011 and 2012, the client suffered from problems with her left foot, leg and buttock. Eventually¿ [the patient¿s] left leg was amputated above the knee. [The patient¿s] right shoulder and right arm also became paralysed, and .. [Their] diaphragm. ¿it was established that [the patients] immune system had stopped functioning. At the end of [date], the leg stump was completely shortened to hip level. A pathological examination showed that silicone material had even been found in the hip bone. At that time, the client was informed that the material concerned had caused the damage to her health. In [date], [the patient¿s] right leg was eventually also amputated.¿. Patient representative also reported that the patient attended an MRI which showed ¿degenerative disk disease in l5, haemangioma in corpus l4¿ and ¿prolapsed disk l5-s1, root compression s1 right and possibly also s1 left.¿. ¿functional dystonia in left foot, pseudoradicular syndrome in left leg. Two small hernias on MRI¿. The implant has been removed and was not replaced. Histological examination was completed and stated ¿nerve tissue with intraneural macrophages. Muscle and nerve with focal presence of histiocytic and granulomatous reaction. Microscopically, the image is fit for silicone deposits.¿ and ¿sections of transverse striated muscle, fat and connective tissue. Degenerating muscle fibres, affected areas and macrophages with increased silicon concentrations. It cannot be excluded that the muscle degeneration is also related to innervation problems from the spinal cord. The silicon count matches the image of silicone migration. The modified odo staining shows an image that strongly suggests silicone depositions.¿ treatment stated by the anaesthesiologist-pain specialist: ¿treatment-resistant dystonia. The patient is treated with ketamine. Management is on the boundaries of medicine and maximum desirable mutilating treatments. We assume the asia syndrome was induced by silicone leakage from the prosthesis with subsequent chronic wide-spread pain with severe dystonia. The central nervous system plays a central role in this, especially the spinal cord. The patient is examining ending her life. The patient is using a large amount of medication in the form of spasmolytics and anti-neuropathic analgesics.¿ the patient suffered burn as an infant, so no breasts were ever formed. She therefore had breast prostheses fitted. The patient has had 3 sets of implants. This report refers to their last implant on the right side.

Manufacturer narrative:
(B)(4). The event of depression is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient representative reported right side patient experienced silicone leakage from breast prosthesis, ¿cubes of skin muscle fascia with abnormalities, consistent with silicone migration.¿, ¿it is assumed that there is a lot of silicone leakage and migration, and a possibility that the silicone is migrating to nerve fibres and the brain", silicone migration to hipbone per pathological examination, ¿multicore giant cell reaction to foreign material, possibly silicone. Slight chronic inflammation with fibrosis¿, ¿asia syndrome was induced by silicone leakage from the prosthesis with subsequent chronic wide-spread pain with severe dystonia... The central nervous system plays a central role in this, especially the spinal cord... The patient is examining ending patients' life". The following was also reported, but not considered device related: asia syndrome, "swollen blue foot, impossible to sit on buttocks", ¿severe dystonia¿, ¿complaining of loss of strength in left leg and right arm¿, ¿subsequently diagnosed as dystrophy¿, "loss of strength". The patients' right leg was amputated eight years after device was explanted.